Event description:
It was reported that approximately seven years post a port placement, the catheter was allegedly found to be ruptured. Reportedly, the catheter was retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter and one groshong catheter segment was received for evaluation. Functional, gross visual, tactile and microscopic visual evaluation was performed. A compound break was noted on the attached catheter approximately 10.5cm from the distal end of the cath-lock. A complete circumferential break was noted at the distal end of the attached catheter that was elliptical in shape. A complete circumferential break was noted on the proximal end of the catheter segment that was elliptical in shape. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Upon infusion, a leak from the compound break was observed while water with thrombus exited the distal end. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: other text : device pending return.

Event description:
It was reported that approximately seven years post a port placement, the catheter was allegedly found to be ruptured. Reportedly, the catheter was retrieved. There was no reported patient injury.